Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a significant increase in defibrillation impedance was noted on the right ventricular (rv) lead. No further intervention was performed at the time, and the patient is stable with no adverse consequences. Additional information was requested but not received.